Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a damaged stylus and failed to run functional tests. It was also noted that the power supply was defective and the programmer would not power on. Error codes were found in the log files. The touchscreen was broken. The liquid crystal display was damaged. The card bus socket release pin was broken. The keyboard hinge was broken. It was recommended that the programmer be decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer failed to power on. The programmer was returned for service and subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.